Event description:
A pt developed an infection following a primary c-section. The infection occurred at the incision and reportedly spread to the catheter sites. The symptoms were initially reported in the doctor's office. Pt was hospitalized and received IV antibiotics for 7 days. Pt is currently stable and will complete 14 days of antibiotics at home. Factors unrelated to the performance of the actual device itself may have contributed to the incident. The surgeon continues to use on-q with no further issues and the pt is doing fine.